Event description:
On (B)(6) 2010, the patient's father reported that the menu button on the patient's insulin infusion device responds intermittently. He stated the infusion device has been dropped 6 times with the last time being 4 days ago. He stated the menu button began working intermittently about 3-4 months ago soon after the device was dropped. He said the device has not been exposed to water or insulin ingress. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.